Event description:
During routine testing of the device, the service technician reported intermittent power switch failure of the device. The monitor was originally returned for color chip failure and srs failure when the power switch problem was found. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.